Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port on the external pulse generator was cracked. The device is expected to be returned for service and repair. There was no patient involvement.

Manufacturer narrative:
Analysis confirmed customer comment as the output connector assembly was broken. It was also noted that the keypad was scratched, lower case was damaged and the white display wire was pinched with wire exposed. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was returned for service.